Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This report is for use error - reuse of single-use product, where the home patient (hp) has change the cassette on the homechoice (hc) without changing the solution bags during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for the unrelated alarm the home patient (hp) had changed the cassette without changing the solution bags during therapy. The technical service representative (tsr) explained to the hp that the solution bags must be changed when the cassette is being change or the set up would be compromised. The tsr advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.